Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the ax55g instrument staples fell into the patient and were removed by the surgeon. Another instrument was used to complete the case.